Event description:
Customer reports drawer on pyxis anesthesia system failed. No pt present.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B) (4) = excess dry body fluids attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported by the rep that during a scheduled laparoscopic partial nephrectomy procedure, on the third firing the jaws stayed closed on the vessel, while removing the device the vessel tore. Bleeding occurred however the amount of blood loss is unknown. It is unknown if the patient received a blood transfusion. The tear in the vessel was repaired using another device. The procedure was converted to a radical nephrectomy. The tumor was larger than anticipated, and there was more bleeding than expected. The current status of the patient is unknown.